Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A loss of sensing and stimulation was noted on the riata lead. The lead was explanted to resolve the issue. The patient was in stable condition.